Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to the l5 lead which was confirmed had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2021, wherein the lead was explant and replaced to address the issue. Therapy was restored post operatively.